Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was 170 mg/dl. Customer stated that they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and selftest. Unit received with constant pump error alarms during rewind due to moisture damage on motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error alarms. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slight corrosion on force sensor assembly.